Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that needleless surface fluid exposured. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is confirmed and was determined to be supplier related. The product returned for evaluation was one 20g safestep infusion set w/y-site. The unit was functionally tested by flushing the infusion set with water using a 12 ml luer lock syringe. During testing, a leak was observed originating from the proximal adhesive well on the needle housing. The needle housing was microscopically inspected and a void in the adhesive was identified at the leak location. The device is a supplied component and the supplier was notified of the event.

Event description:
It was reported that needleless surface fluid exposured. No other information was provided.